Event description:
It was reported that, "the patient underwent hip replacement surgery in 2005." It was further reported that, "after implantation the patient heard an audible sound emanating from her hip. As a result, patient experienced constant irritation and discomfort in the location of her hip."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info was requested. If additional info becomes available, it will be submitted in a supplemental report.